Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in section which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate, to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in ireland underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube in the interventional radiology. On (B)(6) 2018, patient experienced abdominal pain and shoulder pain. Patient was reviewed by the physician, duopa was held, and IV paracetamol was administered. Report indicated that abdominal x ray showed small amount of free air in intraperitoneal right upper quadrant of abdomen. Pain improved. On (B)(6) 2018, abdominal xray and unspecified blood work were performed and no abnormal findings noted. The patient was commencing on intravenous fluids and unspecified intravenous antibiotics. Patient had normal bowel movement and tolerated normal diet. Patient remained inpatient and event was resolving.